Manufacturer narrative:
(B)(4).

Event description:
It was reported that on fluoroscopy, externalized conductors were observed. The lead was tested with all measurements in range so the lead was kept in service. Patient was in a stable condition.